Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient was experiencing severe pain near the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction were suspected. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing severe pain near the ipg site. The patient will undergo an explant procedure.